Event description:
A consumer reported that the patient had a seizure like episode during an appointment with their health care provider (hcp). The episode occurred when the hcp noticed the ins was off and turned the ins back on. The hcp did lower the settings, but the patient was hospitalized for two days. No other medical issues were able to be diagnosed and the hcp believed it was the patient's response to having stimulation turned back on. The event had occurred in (B)(6) 2015. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.